Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient was hospitalized with hyperglycemia and symptoms of diabetic ketoacidosis on (B)(6) 2013. The patient received training on (B)(6) 2013 and started the infusion device system on (B)(6) 2013. She experienced a fever, vomiting, and hyperglycemia on (B)(6) 2013 around 10:00 am. Her blood glucose did not decrease after delivering insulin via the infusion device. The patient was taken to the hospital. Her blood glucose elevated to 575 mg/dl on (B)(6) 2013, and she was transferred to the intensive care unit. The doctor suspended use of the infusion device, and it was found the infusion cannula was not in the skin when she was examined. She was treated with regular insulin and was discharged from the hospital on (B)(6) 2013. She is currently on injection therapy and will restart the infusion device system on (B)(6) 2013. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The pump was not returned for investigation and the production data comply with the specifications; therefore, the complaint could not be replicated. Production reports were reviewed. The infusion set was not returned for evaluation and the lot number is unknown; therefore, the complaint could not be investigated. Device was not returned to manufacturer.